Event description:
It was reported that when the patient's device was on, it would come on "full blast" and cause a "jolt." The device would only work for a couple days and then it would stop delivering stimulation. Surgical intervention has been scheduled. She was at home. Further information has been requested.

Manufacturer narrative:
(B) (4).